Event description:
Per the clinic, the patient experienced an infection (location of the infection unknown and therefore unknown if device related). Treatment of the infection is unknown. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 7, 2022.

Manufacturer narrative:
Per the clinic, the infection is now confirmed to be at implant site (specific date not reported) and the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on august 29, 2022.